Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The devices were returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched. The devices were functionally tested with a generator. This blade tip portion may have broken off of the devices during transport to our analysis site. The reported complaint was for solid tone during functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. Device b batch #j90y5n; manufacturing date 4-18-2012; expiration date 3-18-2017.

Event description:
It was reported that during an unknown procedure there was a solid tone after working five minutes. No error code. Reinstalled but could not pass self-test. Changed to second scalpel but error code 5 displayed. Changed to the third one to complete the procedure. No adverse event on the patient. Two devices will be returning.